Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The end user states that the brakes are no longer holding. The end user has no further information to provide.